Event description:
The following was reported to gore: on (B)(6) 2013, the patient underwent evar using a non-gore stent grafts (endurant). On (B)(6) 2021, a gore® excluder® aaa endoprosthesis (leg) was implanted in the left side. On (B)(6) 2024, a reintervention was performed to treat a proximal type I endoleak form the non-gore stent graft. A gore® excluder® aaa endoprosthesis (aorta extender endoprosthesis) was implanted proximally. The proximal type I endoleak decreased but remained. Therefore, a ballooning was performed to the aorta extender endoprosthesis using a gore® molding & occlusion balloon catheter four times. Then, it seemed that the poximal type I endoleak resolved. On an unknown date in (B)(6) 2024, a follow-up exam revealed a dissection in the proximal of the aorta extender endoprosthesis. It was considered that the dissection occurred when the ballooning was performed to the aorta extender using the gore® molding & occlusion balloon catheter. The physician decided to monitor this dissection. The physician suggested that the dissection occurred when the aorta extender was implanted in a bare stent of the non-gore stent graft and the ballooning was performed to the aorta extender using the gore® molding & occlusion balloon catheter. The physician also said that the ballooning was tried to do carefully, but it might have been done strongly.

Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® molding & occlusion balloon catheter instructions for use (IFU), adverse events that may occur and/or require intervention include but are not limited to: trauma to the vessel wall, including spasm, dissection, perforation, or rupture. Please note that the same patient was captured in medwatch report number 3013164176-2024-02245. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Emdr section h6, codes d1102 added to reflect results of investigation.